Event description:
During generator replacement surgery for end of service, device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit) after connecting new generator to original lead, indicating possible lead malfunction. The lead was also replaced. It is not known at this time whether the original lead was damaged during the generator explant procedure, or if the suspected lead break was present prior to the generator replacement surgery. The pt's last visit prior to generator replacement surgery was in 2000 at which time there was no indication that there may be a problem with the lead, but there is no record of device diagnostic testing at that visit to confirm that the device was functioning properly at that time.